Event description:
A durable medical equipment (dme) supplier reported a thermal event in a continuous positive airway pressure (CPAP) device. There was no pt harm or injury reported. The MFR received the device for eval. The MFR's investigation is on-going. Upon completion of the investigation, a f/u report will be filed by the MFR.

Manufacturer narrative:
Conclusion not yet available; eval in progress.